Event description:
No information regarding this event. Follow-up findings: return documents noted "port with defect at the junction."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a thinner surface and smooth opening at the port tubing at the stainless steel connector consistent with wear and tear. No additional information has been reported to allergan regarding the serial number, model number diagnostic testing or pt details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."